Event description:
It was reported that the patient presented in the hospital for device change out due to normal eri. Upon induction testing, all 3 therapies failed and significantly low hv lead impedance was noted. Low hv lead impedance measurements and possible high voltage lead issue message were observed. Externalized conductors were noted under fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.